Event description:
Additional information was received from the consumer. It was reported that a manufacturer representative (rep) interrogated the stimulator and imaging was performed to rule out lead migration. These are the steps were taken to resolve the potential internal injury and the change in the location of the stim. It was noted that the patient needed to be invited to their pain management clinic. The patient was instructed to follow-up with their hcp to schedule an appointment.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that five days prior to the call the patient went to have an MRI. The device was placed into MRI mode, but 30 seconds into the MRI the patient started feeling heating around the lead and the MRI was stopped immediately. The patient saw the healthcare provider (hcp) four days later and was told no broken skin, potential internal injury and was redirected to contact the manufacturer representative (rep). The rep was contacted but the patient had not heard back. The patient had not attempted to adjust their device since the MRI. Along with the heating at the lead site, the patient reported stimulation in a slightly different location. Stimulation was more on the outside of the left leg and mid-leg on the right, whereas before it was more on inner right leg. The patient was instructed to contact their hcp to confirm the rep's contact information. Additional information was requested from the hcp but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.